Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: na1nr3z, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the event was considered resolved at the time of this report. It was also noted that it was unknown if the device would be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the short circuit was unable to be determined.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# na1nr3z, product type: lead. Product ID: 3387s-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was implanted with a dbs device on (B)(6) 2018. It was found that the lead was short circuited during the operation. The lead was replaced to complete the operation. The cause of the issue was unknown. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.